Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2/influenza a/b assay. A customer from the united states alleged that they received potentially false positive results for 3 patient¿s samples when testing with the cobas® sars-cov-2/influenza a/b assay analyzed on the cobas liat system (s/n (B)(4)). The customer reported that on (B)(6) 2021 they received sars-cov-2 positive, influenza a negative and influenza b negative results for 2 patients samples analyzed on the cobas liat system (s/n (B)(4)). The patients¿ same samples were repeat tested analyzed on the cephiad that generated sars-cov-2 negative, influenza a negative and influenza b negative results for each of the patients¿ samples. The customer received sars-cov-2 positive, influenza a negative and influenza b negative results for a 3rd patient¿s sample analyzed on the cobas liat system (s/n (B)(4)). The patient sample was re run on a mira instrument that generated a sars-cov-2 negative, influenza a negative and influenza b negative result. Patient sample was collected using nasopharyngeal and bd universal transport medium. This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. There was no allegation of harm to the patient. The negative results were reported out to patients 1 & 2 and/or personnel treating the patients 1 & 2. The positive result was reported out to patient 3 and/or personnel treating patient 3. The investigation to assess the customer allegation has not yet been completed. Three (3) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. No issues related to the customer allegation were identified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2/influenza a/b assay. A customer from the united states alleged that they received potentially false positive results for 3 patient¿s samples when testing with the cobas® sars-cov-2/influenza a/b assay analyzed on the cobas liat system (s/n (B)(4)). The customer reported that on may 27, 2021 they received sars-cov-2 positive, influenza a negative and influenza b negative results for 2 patients samples analyzed on the cobas liat system (s/n 22101). The patients¿ same samples were repeat tested analyzed on the cepheid that generated sars-cov-2 negative, influenza a negative and influenza b negative results for each of the patients¿ samples. The customer received sars-cov-2 positive, influenza a negative and influenza b negative results for a 3rd patient¿s sample analyzed on the cobas liat system (s/n 22101). The patient sample was re run on a mira instrument that generated a sars-cov-2 negative, influenza a negative and influenza b negative result. Patient sample was collected using nasopharyngeal and bd universal transport medium. There was no allegation of harm to the patient. The negative results were reported out to patients 1 & 2 and/or personnel treating the patients 1 & 2. The positive result was reported out to patient 3 and/or personnel treating patient 3. The investigation to assess the customer allegation has not yet been completed. Three (3) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
Removed statement about the collection kit not being a recommended practice for sample collection. Collection media used was bd utm which is considered on-label. (B)(4).